Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be submitted. Ref: (b)4).

Event description:
Report received from (B)(6) stating that during surgery "the instrument moves when the sleeve lock is not locked". It is unknown if injury, medical intervention or surgical delay occurred. There was no additional information provided.